Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal pancreatectomy, vein started bleeding causing excessive blood loss. Surgeon moved procedure from laparoscopic to open case and used clips to control bleeding.